Event description:
Reportedly, the balloon burst intra-operatively, during procedure. It did not occur while inflating the balloon. The procedure was converted to an open one to complete. Several pieces of the balloon were retrieved from the pt's cavity. No pt injury reported.